Event description:
While treating a pt with the model 3100a, the operator noted the "low source gas" caution light was illuminated even though the 3100a was apparently operating normally. As a precaution, the pt was placed on another 3100a without compromise.